Event description:
It is reported that the tip of the instrument broke off during a hip resurfacing procedure. Surgeon and resident continued on with the surgery and the tip was later removed from the pt prior to closing the surgical site.

Manufacturer narrative:
Info was received from medwatch form (B)(4). Eval summary: at the time of this report, no device or photos were returned for eval. The history of this particular holman retractor is not known. As a result the age, number of uses, abuse, care, etc. Are not known. With the info provided no root cause for the reported breakage of the holman retractor can be determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.